Manufacturer narrative:
The account found the nurse call cable is not connected to the bed. The account connected the nurse call cable to the bed to resolve the issue.

Event description:
The account alleged the nurse call does not function. No patient impact.